Event description:
The incision site had redness and oozing. The device system was removed due to infection. The patient's managing physician was contacted and noted on (B) (6) 2010 that he had not seen the patient for some time, but he had heard that the patient had a pump implanted recently. He did not have the current pump managing physician's name. The device system was used to deliver baclofen at around 300 mcg/day prior to explant; the concentration was not reported.

Manufacturer narrative:
(B) (4).